Event description:
It was reported that shaft break occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for use. However, during insertion, the shaft was kinked and was broke at the middle part outside the body. The procedure was completed with a different device. There were no patient complications reported.